Manufacturer narrative:
Visual inspection and functional evaluation of the product could not be performed because the device was not available for investigation. An exact root cause for the failure is uncertain as the device was not available for investigation. However, potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include patient bone quality and/or bending or twisting the inserter handle during or after insertion. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that a piece of the inserter broke off and was lodged in the patients bone. The broken piece wasn't noticed until post-op x-ray was reviewed. No product malfunction or breakage was noted at the time of the initial procedure. No patient injury or other complications have been reported.